Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d8, h6 (remove component code 841- imager) and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the collected foreign material remaining in the air/water nozzle was cellulose fiber. The origin may be lint generated from gauze and towels. The possible cause of the foreign material remaining in the subject device is the user¿s handling of the device that lint generated from the towels or others during wiping the endoscope had entered the air/water channel. Then, it was pushed out by the air/water operation, leading to clogging the nozzle. However, a definitive cause for the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif-h190n, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope exhibited foreign body in the nozzle. There were no reports of patient harm.